Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It ws reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer resumed insulin delivery. The customer's blood glucose (bg) was in the 500s mg/dl and high ketones. Elevated bg was address by a bolus via the pump. The customer went to the emergency room and was subsequently hospitalized for the elevated bg. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was release on (B)(6) 2022.